Event description:
It was reported that the patient's neurostimulator shifted and caused extreme pain. It was noted that the lead broke. The total device system was explanted. Further information is being requested.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.